Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, the surgeon was doing a matrix mis case and found that during the final tightening stage, the torque handle was not providing the torque/resistance needed and requested to change the handle. The procedure was completed successfully without surgical delay and no patient consequences reported. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthese has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: h3, h4, h6: visual inspection performed at customer quality (cq) observed that the given device torque limiting handle was received intact with light surface wear. The complaint condition is confirmed; however, this device is over 8 years old (shipped 2011) and is pass the standard usage of three years. Our supplier (bradshaw medical) has stated the torque wrench has exceeded the timeframe for the life of this instrument. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part number: 03.620.061 synthes lot number: 6652124 supplier lot number: n/a release to warehouse date: 04jan2012 expiration date: n/a supplier: avalign technologies-nemcomed no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of this product, and any subcomponents, which would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.